Manufacturer narrative:
Follow-up received on 29-aug-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch instigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Case correction: serious criteria "life threatening" was selected in error.

Event description:
This is a spontaneous case report received on 02-aug-2016 from a lawyer, on behalf of a female plaintiff of unspecified age in the united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and subsequently had the device removed due to complications. This case was received through a legal claim which included several plaintiffs. The complications suffered by plaintiffs included: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation/ perforation") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. B27985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "migration and perforation" (seriousness criteria medically significant and intervention required). The patient's medical history included cystitis interstitial. *on (B)(6) 2015, findings revealed normal pelvic anatomy grossly and left cystic ovary. Endometriosis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included adenomyosis, nabothian cyst, hot flashes, hypertension and acid reflux (oesophageal). Concomitant products included carbamazepine (tegretol), duloxetine hydrochloride (cymbalta), omeprazole and propranolol hydrochloride (inderal). In 2013, the patient experienced cystitis interstitial ("bladder or urinary problems or changes: interstitial cystitis"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 22 days after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection nos/vaginal"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), fatigue ("fatigue"), abdominal distension ("bloating"), urinary tract infection ("urinary tract infection") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (total hysterectomy( uterus and cervix removed), bilateral oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, vaginal infection, menstrual disorder, inflammation, fatigue, abdominal distension, vaginal haemorrhage, menorrhagia, mood swings, migraine, headache, dysmenorrhoea, dyspareunia, urinary tract infection, depression, anxiety, cystitis interstitial and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal distension, anxiety, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, menstrual disorder, migraine, mood swings, post-traumatic stress disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion, unilateral occlusion(left tube occluded); on (B)(6) 2014: results: successfully occluded. Total bilateral occlusion, unilateral occlusion(left tube occluded). Pregnancy test urine - on (B)(6) 2013: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Following events were added: psychological or psychiatric problems condition: depression, mental anguish, bladder or urinary problems or changes: interstitial cystitis and ptsd. Event onset date were added. Historical drug added. Medical history added. Concomitant medications were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration and perforation/ perforation') and device dislocation ('migration and perforation') in a 39-year-old female patient who had essure (batch no. B27985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. On (B)(6) 2015, findings revealed normal pelvic anatomy grossly and left cystic ovary. Endometriosis. Previously administered products included for heavy mentrual period: lysteda; for an unreported indication: mirena. Concurrent conditions included adenomyosis, nabothian cyst, hot flashes, hypertension, acid reflux (oesophageal), sleep apnea and trigeminal neuralgia. Concomitant products included carbamazepine (tegretol), duloxetine hydrochloride (cymbalta), omeprazole and propranolol hydrochloride (inderal). In 2013, the patient experienced cystitis interstitial ("bladder or urinary problems or changes: interstitial cystitis"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 22 days after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), vaginal infection ("infection nos/vaginal"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), fatigue ("fatigue"), abdominal distension ("bloating"), urinary tract infection ("urinary tract infection"), post-traumatic stress disorder ("ptsd"), anaemia ("anemia") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (total hysterectomy( uterus and cervix removed), bilateral oophorectomy and bilateral salpingectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, vaginal infection, menstrual disorder, inflammation, fatigue, abdominal distension, vaginal haemorrhage, mood swings, migraine, headache, urinary tract infection, depression, anxiety, cystitis interstitial, post-traumatic stress disorder and post procedural complication outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia and anaemia had resolved. The reporter considered abdominal distension, anaemia, anxiety, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, menstrual disorder, migraine, mood swings, post procedural complication, post-traumatic stress disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- reason: permanent nerve damage for wisdom teeth extraction. I never came back to work after that have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes type of application: federal disability. Date (or year) application: (B)(6) 2015. Nature of claimed injury/disability: permanent disability treatment received for pelvic pain, anemia, dyspareunia, dysmenorrhea, and menorrhagia, psych injury, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion, unilateral occlusion(left tube occluded); on (B)(6) 2014: results: successfully occluded total bilateral occlusion, unilateral occlusion(left tube occluded). Pregnancy test urine - on (B)(6) 2013: results: negative. Lot number: b27985 manufacturing date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration and perforation/ perforation') and device dislocation ('migration and perforation') in a 39-year-old female patient who had essure (batch no. B27985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. *on (B)(6) 2015, findings revealed normal pelvic anatomy grossly and left cystic ovary. Endometriosis. Previously administered products included for heavy mentrual period: lysteda; for an unreported indication: mirena. Concurrent conditions included adenomyosis, nabothian cyst, hot flashes, hypertension, acid reflux (oesophageal), sleep apnea and trigeminal neuralgia. Concomitant products included carbamazepine (tegretol), duloxetine hydrochloride (cymbalta), omeprazole and propranolol hydrochloride (inderal). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced cystitis interstitial ("bladder or urinary problems or changes: interstitial cystitis"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 22 days after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding"), vaginal infection ("infection nos/vaginal"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), fatigue ("fatigue"), abdominal distension ("bloating"), urinary tract infection ("urinary tract infection"), post-traumatic stress disorder ("ptsd"), anaemia ("anemia") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (total hysterectomy( uterus and cervix removed), bilateral oophorectomy and bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, vaginal infection, menstrual disorder, inflammation, fatigue, abdominal distension, vaginal haemorrhage, mood swings, migraine, headache, urinary tract infection, depression, anxiety, cystitis interstitial, post-traumatic stress disorder and post procedural complication outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia and anaemia had resolved. The reporter considered abdominal distension, anaemia, anxiety, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, menstrual disorder, migraine, mood swings, post procedural complication, post-traumatic stress disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- reason: permanent nerve damage for wisdom teeth extraction. I never came back to work after that have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes a. Type of application: federal disability b. Date (or year) application: (B)(6) 2015 c. Nature of claimed injury/disability: permanent disability treatment received for pelvic pain, anemia, dyspareunia, dysmenorrhea, and menorrhagia, psych injury, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion, unilateral occlusion(left tube occluded); on (B)(6) 2014: results: successfully occluded total bilateral occlusion, unilateral occlusion(left tube occluded). Pregnancy test urine - on (B)(6) 2013: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: post removal complications, anemia. Outcome of previously added events dyspareunia, dysmenorrhea, and menorrhagia were updated to recovered/resolved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation") and device dislocation ("migration and perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infection nos") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch instigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-sep-2017: event essure removed deleted and events infections, menstruation issues, severe pelvic pain, migration and perforation were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation/ perforation"), device dislocation ("migration and perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), infection ("infection nos"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, infection, menstrual disorder, inflammation, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation, fatigue, genital haemorrhage, infection, inflammation, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch instigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: event abnormal bleeding, inflammation, fatigue, bloating was added and pain was clubbed with previously reported event. Essure stop date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation/ perforation"), device dislocation ("migration and perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. B27985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis interstitial. Concurrent conditions included adenomyosis, nabothian cyst and hot flashes. Concomitant products included carbamazepine (tegretol) and duloxetine hydrochloride (cymbalta). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 8 months 21 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection nos/vaginal"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), fatigue ("fatigue"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and mood swings ("mood swings"). The patient was treated with surgery (total hysterectomy( uterus and cervix removed), bilateral oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, vaginal infection, menstrual disorder, inflammation, fatigue, abdominal distension, vaginal haemorrhage, menorrhagia and mood swings outcome was unknown. The reporter considered abdominal distension, device dislocation, fatigue, genital haemorrhage, inflammation, menorrhagia, menstrual disorder, mood swings, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: successfully occluded. Pregnancy test urine: on (B)(6) 2013: negative. On (B)(6) 2013, hysterosalpingogram revealed faint density within the right hemipelvis may represent trace spillage from the right-sided fallopian tube. No definite spillage on the left. On (B)(6) 2015, findings revealed normal pelvic anatomy grossly and left cystic ovary. Endometriosis. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch instigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia) and mood swings. Event verbatim was updated as infection nos/vaginal and event pt was updated from infection to vaginal infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation/ perforation"), device dislocation ("migration and perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. B27985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis interstitial. Concurrent conditions included adenomyosis, nabothian cyst and hot flashes. Concomitant products included carbamazepine (tegretol) and duloxetine hydrochloride (cymbalta). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 8 months 21 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection nos/vaginal"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), fatigue ("fatigue"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and mood swings ("mood swings"). The patient was treated with surgery (total hysterectomy( uterus and cervix removed), bilateral oophorectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, vaginal infection, menstrual disorder, inflammation, fatigue, abdominal distension, vaginal haemorrhage, menorrhagia and mood swings outcome was unknown. The reporter considered abdominal distension, device dislocation, fatigue, genital haemorrhage, inflammation, menorrhagia, menstrual disorder, mood swings, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded. Pregnancy test urine - on (B)(6) 2013: negative. On (B)(6) 2013, hysterosalpingogram revealed faint density within the right hemipelvis may represent trace spillage from the right-sided fallopian tube. No definite spillage on the left. On (B)(6) 2015, findings revealed normal pelvic anatomy grossly and left cystic ovary. Endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation/ perforation"), device dislocation ("migration and perforation") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. B27985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis interstitial. Concurrent conditions included adenomyosis, nabothian cyst and hot flashes. Concomitant products included carbamazepine (tegretol) and duloxetine hydrochloride (cymbalta). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 8 months 21 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection nos/vaginal"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), fatigue ("fatigue"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (total hysterectomy( uterus and cervix removed), bilateral oophorectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, vaginal infection, menstrual disorder, inflammation, fatigue, abdominal distension, vaginal haemorrhage, menorrhagia, mood swings, migraine, headache, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, menstrual disorder, migraine, mood swings, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded. Pregnancy test urine - on (B)(6) 2013: negative. On (B)(6) 2013, hysterosalpingogram revealed faint density within the right hemipelvis may represent trace spillage from the right-sided fallopian tube. No definite spillage on the left. On (B)(6) 2015, findings revealed normal pelvic anatomy grossly and left cystic ovary. Endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet received. Events added: migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), urinary tract infection. Reporter information was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.